Event description:
It was reported that the customer was hospitalized due to hyperglycemia, high potassium, and a urinary tract infection. The customer's blood glucose reading was 571 mg/dl at the time of the event. The customer's doctor believes the high blood glucose may have been caused by an infection. It was also reported that the cannula of the infusion set was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.